Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause for the device is not alarming low uf when it should have was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to reported problem. The labeling was found to be sufficient regarding the last manual drain and uf target parameters. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The caregiver (cg) contacted baxter's technical service center to report that the home choice (hc) machine was not alarming with a low ultra filtration alarm (uf) when it should have. The cg stated that she has had the pro card checked to ensure that the programming was set correctly. The cg stated at the end of therapy, the home patient (hp) was able to drain off some fluid, which made her think that the hc was not alarming correctly. The cg further stated, she was assured by the clinic that the hc was programmed correctly via the pro card. The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention reported.